Manufacturer narrative:
Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because the device lot number is unavailable.

Event description:
A three lead extraction procedure commenced to remove one right atrial (ra) lead and two right ventricular (rv) leads. Spectranetics devices in use: 14f glidelight, 13f tightrail, and lead locking devices (lld''s). With use of the 14f glidelight and lld, the ra and one rv lead were extracted, but the device met stalled progress just proximal of the innominate vein. Upon removing the last rv lead, a 13f tightrail device was used, and with many activations of the device, the device advanced 1 cm from the distal tip of the lead. Once the rv lead was removed with counter traction, a pericardial effusion was noted on tee and was becoming larger. Rescue efforts began immediately, including sternotomy. An azygos tear, where the azygos vein junctions in to the superior vena cava (svc), was discovered. Repair was successful and the patient survived the procedure.